Event description:
Reporter indicated that vns pt underwent lead replacement surgery 20 days after initial ncp system implant. Investigation to date has been unable to determine the reason for the lead replacement.